Manufacturer narrative:
The device was returned for analysis. The reported activation failure could not be tested due to the device condition. The reported material separation (tip) was confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported difficulties appear to be related to procedural circumstance. It is likely the interaction with the moderately calcified, mildly tortuous and 95% artery contributed to the ratchet being unable to properly engage and fully release the stent from the delivery system, resulting in the reported activation failure. Further manipulation of the device/interactions with the sheath resulted in the reported material separation (tip). There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initially filed reports, additional information received stating that during the procedure, it was observed the tip, tip lumen and tip jacket were separated at the distal end. The separated portions were successfully removed with the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat the moderately calcified, mildly tortuous popliteal artery that is 95% stenosed. When attempting to deploy the 5.5x100mm supera self-expanding stent resistance was felt and partially deployed. A new non-abbott device was used to successfully complete the procedure. There was no adverse patient effect and no clinically significant delay. No additional information was provided.